Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires on the power cord of the patient electronics unit.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power cord was frayed and wires were exposed. A test standard power cord was used to evaluate the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.